Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the control iq software was delivering too much insulin. Customer¿s blood glucose (bg) level was 40 mg/dl which was addressed by eating and drinking juice. Tandem technical support reviewed pump data which showed that the pump control iq software is working as intended. Multiple attempts were made to follow up with the customer on the reported issue; however, no response from the customer was received.